Manufacturer narrative:
Section d10 references: product ID neu_wrench_acc, lot# serial# unknown, product type accessory, product ID 3708660, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type extension product ID 3708660 lot# serial# (B)(6), implanted:(B)(6) 2023, explanted: (B)(6) 2024, product type extension. H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: extension. Product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 03-mar-2027, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 29-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed a extension wire infection. Two new wire extensions were placed and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6): product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.